Manufacturer narrative:
One packet of 7210915 used in treatment was not returned for evaluation. Due to product unavailability, evaluation was limited. Factors affecting device performance include: device ability, surgical ability and conformance with instructions for use that contains recommendations, precautionary statements and instructions for proper use of product. This includes damage from handling. Avoid crushing or crimping due to the application of surgical instruments such as forceps or needle holders. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. If relevant information becomes available to assist with evaluation the complaint may be revisited. Product met specifications upon release to distribution.

Event description:
It was reported that during surgery, the ultrabraid suture broke inside the patient when attaching to the ultrabutton plaque at the meniscal root. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.